Event description:
It has been reported to philips that the system intermittently gave a host communication error, which could prevent the system from booting. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. : according to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the was displaying an initializing communication error. To resolve this issue, fse restart and reseated the connection on the host pc and ethernet switch. After that, the system was returned to use in good working order. The codes were updated based on investigation outcome.